Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: performance data collected from the mobile programmer was received and analyzed. Analysis of the product data /database found the customer comment that the mobile programmer crashed was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during device follow-up check when the flash-drive was inserted into the tablet hosting the mobile programmer application it was observed that the blue-tooth connection with the patient connector was lost. It was further reported that when attempting to navigate from the flash-drive application back to the mobile programmer application (after saving the interrogation report) the screen of the mobile programmer froze and displayed a white screen with a diagnostic message indicating that an unexpected error had occurred. It was noted that the clinician closed and re-started the mobile programmer application to resolve the issue. Troubleshooting assistance was provided to prevent a recurrence. The mobile programmer remains in use. No patient complications have been reported as a result of this event.